Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system shut down during procedures. No patient injury was reported.